Event description:
It was reported that the patient with this implantable pacemaker was experiencing lightheadedness. Boston scientific technical service (ts) reviewed and noted supraventricular tachycardia (svt) episode and atrial greater than the ventricular rate. Also, atrial undersensing was observed on episodes labeled as ventricular tachycardia (vt). Ts then recommended ra sensitivity setting for programming optimization. This device remains in service. No adverse patient effects were reported.